Event description:
Patient presented to the physician with the stimulation lead protruding from the neck incision site. Physician brought the patient into the or, tucked the stimulation lead, and closed. This resolved the issue.